Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the camera head had a halation and a white image on the screen. The procedure was completed with a 40 minutes delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed the video output is too bright and cannot be adjusted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event, include a failed control board. No containment or corrective actions are recommended at this time.